Event description:
The registered nurse (rn) was placing a peripheral IV. After getting flashback, the rn pushed the button to retract the needle. The needle would not retract. After pulling back to retract the needle from the patient, the catheter also came out of place. It was noted that the catheter was torn.